Manufacturer narrative:
As reported in a research article, an amplatzer duct occluder was protruding and had migrated, causing a gradient. The device was explanted and the defect was closed surgically. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying amplatzer duct occluder I that may be related to an intervention post procedure. Details are listed in the article, titled "a beneficial technique for preventing the device protrusion to the aorta during percutaneous patent ductus arteriosus closure: ¿balloon-assisted device releasing technique.¿ it was reported in the article that 155 infants underwent patent ductus arteriosus closure with an amplatzer duct occluder I device between january 2012 and december 2018. The mean age of the patient was 1.39 years old, with a mean weight of 8.75 kg. 82 of the patients were female. All patients had a krichenko classification type a duct. Case 4: one of the patient has pulmonary hypertension and short ampulla/small isthmus. The physician had difficulty placing the device and a pulling maneuver technique was used for optimal device positioning. The device was found to be protruding/migrating, causing a gradient of 10mmhg or more. The patient experienced iatrogenic coarctation. The device was attempted to be repositioned with low profile balloon catheter, but was unsuccessful. A surgical intervention was performed to remove the device and surgically close the defect. Follow-up course was uneventful.